Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date and time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the date and time and resumed insulin therapy. Additionally, it was reported that the pump shut off unexpectedly. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. The customer's blood glucose level was 305 mg/dl.